Event description:
Consumer stated that she used this toothbrush less than a year, twice a day. I use only genuine diamond clean brush heads and already replaced them. I've noticed that the toothbrush head won't stay on its place. Last time I was brushing my teeth the toothbrush head snapped from the handle and I've hit my tooth with it. My dentist during checkup told that I have a crack that was caused by toothbrush.